Manufacturer narrative:
The hill-rom technician found that the standoffs were broke off. He replaced the sidecomm board and repaired the standoffs and the bed functioned to specifications.

Event description:
Information received indicated the nurse call function would not function.